Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 49 mg/dl. She treated her low blood glucose level with glucose tablets. Her blood glucose level went up to 80 mg/dl. They assisted the customer with installing software. The device was not returned.